Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-xxxxx, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a egd (esophagogastroduodenoscopy) procedure on a female pt performed in 2009. According to the complainant, during the procedure when the clip was deployed, the clip broke off the catheter inside the pt. In both instances the clips were retrieved with biopsy forceps. The physician removed the clips because she wanted to make sure that there was no foreign bodies left inside the pt and to prevent any possible complications. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.